Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported bacteremia, disseminated intravascular coagulation (dic), retroperitoneal bleed, and subsequent patient outcome could not be determined through this evaluation. It was reported on (B)(6) 2020 that the patient was readmitted with bacteremia. The patient was noted to be pulsatile that morning by palpation and on arterial line (a-line). Information provided indicated that she was status post reversal of ostomy the day prior and heparin was held for surgery for over 12 hours. The submitted controller and lvad event and periodic log files cumulatively contained data from (B)(6) 2020 ¿ (B)(6) 2020 and appeared to show the pump operating as intended with stable parameters. No atypical lvad faults were recorded and the actual motor speed remained above the low speed limit without issue. The account reported on (B)(6) 2020 that the patient had enterococcus bacteremia of an unclear source and noted that the source of infection could have been a ¿possible ostomy of veg on ICD lead¿. The patient remained in the hospital for treatment at that time. Information provided indicated that the patient expired on (B)(6) 2020 due to dic and a retroperitoneal bleed. The account reported that the pump would not be returned for analysis. The heartmate 3 lvas IFU lists infection, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU lists infection, venous thromboembolism, arterial non-central nervous system (cns) thromboembolism, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. In addition, section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent reversal of ostomy on (B)(6) 2020 and was admitted with bacteremia. Heparin was held for surgery for more than 12 hours. On (B)(6) 2020 the patient was noted to be pulsatile (by palpation and on a-line). Pump power and flow were in a normal range. The vad appears to be functioning as intended. The patient expired on (B)(6) 2020 due to disseminated intravascular coagulation (dic) and retroperitoneal bleed.